Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-jun-03. It was reported that the lack of therapeutic effect was first noticed on (B)(6) 2019. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 5 mg/ml morphine (unknown) at 1.6 mg/day. The reason for use was post lumbar laminectomy syndrome and spinal pain. It was reported that the patient was having a lack of therapeutic affect and despite dosing increases there was no improvement. A cap (catheter access port) dye study was done showing a kinked catheter. The event date was unknown. Today ((B)(6) 2019) they were going to do a catheter revision but the doctor decided to replace the catheter and pump. The patient was on 1.6 mg/day and will be dropped today post-surgery to 1 mg/day. There were no further complications reported/anticipated.